Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 90% stenosed lesion was located in a mildly calcified and severely tortuous left circumflex. The lesion was predilated with an unk balloon. The 2.50x24mm taxus liberte tried to cross the lesion and failed. The physician removed the device outside the pt's body and noted that the stent edge was lifted up. The procedure was completed with another of the same device. The tp status is listed as no problem with no complications reported.

Manufacturer narrative:
(B)(6). (B)(4).